Manufacturer narrative:
The user reported a low glucose event and provided the following example: 8-dec-2025 at 1:43 pm, sg 57 mg/dl; bg 112 mg/dl. A review of in-vivo glucose data confirmed that the sg was 57 mg/dl at 1:43 pm, and a bg of 112 mg/dl was entered at 1:48 pm. The sg was trending upward but did not move closer to the bg value within 15 minutes. A review of the alert history showed that the user received multiple low glucose alerts around the reported time when the sg was below 60 mg/dl. The user did not seek medical treatment, stating that bg meter confirmation indicated they were not experiencing a low glucose event. The user's hcp was not aware of the event, and the user was advised to contact their hcp for medical guidance. In an associated case of sensor inaccuracy inclusive of the reported event, a review of in-vivo data identified transient optical instability during the reported timeframe. The system was in early wear following insertion on 8-dec-2025, and the observed instability was most likely related to interference at the hydrogel interface due to coagulated blood at the insertion site from the insertion procedure, which likely contributed to the sg/bg mismatch. A review of approximately two weeks of subsequent data showed that the system stabilized and demonstrated improved sg/bg agreement between 22-dec-2025 and 5-jan-2026. B4.date of this report 23 jan 2026. G3.date received by the manufacturer? 23 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics ws made aware of an incident where user reported a low glucose event on (B)(6) 2025 at approximately 1:43 pm, providing an example of sg 57 mg/dl and bg 112 mg/dl. A review of the data management system (dms) confirmed that at 1:48 pm the sg was 59 mg/dl with a corresponding bg of 112 mg/dl, and that the user received a low glucose alert at 1:38 pm when the sg was 59 mg/dl. The user did not seek medical treatment and did not treat the event, stating that bg confirmation indicated they were not experiencing a low glucose event. The user's hcp is not aware of the event, and the user should be advised to follow up with their hcp for further medical guidance.